Manufacturer narrative:
(B)(4).

Event description:
Patient and doctor contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection. Dexcom representative advised patient and doctor to try to pair a new sensor with the transmitter. No additional patient or event information is available.